Event description:
It was reported that during an interventional procedure, a balloon deflation failed. The lesion location and details are unknown. The maverick 2 monorail 12mm x 2.5mm balloon did not deflate. The procedure was completed successfully. No pt injuries or complications were reported. The pt's status is reported as "ok". Further information was requested but is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interventional procedure, a balloon deflation failed. The lesion location and details are unknown. The maverick 2 monorail 12mm x 2.5mm balloon did not deflate. The procedure was completed successfully. No patient injuries or complications were reported. The patient status is reported as "ok." Further information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device had crystalline particulate present in the balloon. It appeared to be dried contrast and/or saline. The entire length of the balloon catheter was visually, microscopically and tactilely examined. Damage was observed at the distal tip: the tip was flared. Microscopic inspection of the distal shaft revealed focal necking of the outer shaft near the proximal balloon bond. The decreased outer diameter of the necked-down portion of the outer shaft likely restricted flow and caused the reported deflation issue. The outer diameter measurements were obtained with a calibrated laser micrometer. Microscopic inspection of the proximal balloon bond and adjacent outer shaft material showed no evidence of any material or manufacturing deficiencies that could have contributed to the focal necking. The manufacturing batch record review confirmed that the devic emet all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).